Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced crimped cannula event on 12-july-2024. The event occurred after three hours of insertion. The infusion set was in use for 1 day. The infusion set was inserted in abdomen. Blood glucose levels during the event was 33 mmol/l. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.